Event description:
Voluntary medwatch received reported: this problem occurred on several occasions over the span of a few months. I have a tandem mobi insulin pump. Over the span of 8 weeks I have had numerous occlusion alarms accompanying. "Struggling" mechanical sounds from the pump. I reported the occlusions and was repeatedly told that this was a problem with the infusion set and not the pump. I finally demanded the pump be replaced when the occlusion happened, but this was very clearly a problem with a broken pump that tandem should have replaced much earlier. When the occlusions occurred my blood sugar would increase and then an occlusion would happen. This is life threatening because if this happened in the middle of the night and the pump is not detecting a broken system appropriately then people could be left without insulin for much longer than is safe.

Manufacturer narrative:
Related report number: mw5166848. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.